Manufacturer narrative:
The camera was shipped overnight and is being rebuilt. The camera will be returned, installed, and aligned. No further problems are anticipated once the rebuilt camera is installed. An additional report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 9800's camera was defective and need to be rebuilt. The camera was removed making the system non operational. There was no adverse pt involvement reported. There was no pt info reported.